Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.

Manufacturer narrative:
Additional information has been provided. The following changes have been made below. B.5. Describe event or problem: it was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was stopper creep out or loose closure and sample leakage. The following information was provided by the initial reporter. The customer stated: "we've had some accidents with blood spill with sst tubes, due to a difficult to seal the stoppers, with no consequences to professionals. The tubes have to be opened to be put in running track." D2: common device name: bd tube sst plh 13x75 3.5 plbl gold br. D.3 medical device manufacturer: becton dickinson ind. Cirurgicas ltda. D.4. Medical device catalog #: 360059. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson ind. Cirurgicas ltda h.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd tube sst plh 13x75 3.5 plbl gold br there was stopper creep out or loose closure and sample leakage. The following information was provided by the initial reporter. The customer stated: "we've had some accidents with blood spill with sst tubes, due to a difficult to seal the stoppers, with no consequences to professionals. The tubes have to be opened to be put in running track."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) nj has been listed in sections manufacturer name, city and state and MFR site and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd vacutainer tube there was stopper creep out or loose closure and sample leakage. The following information was provided by the initial reporter. The customer stated: "we've had some accidents with blood spill with sst tubes, due to a difficult to seal the stoppers, with no consequences to professionals. The tubes have to be opened to be put in running track."